Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the customer had called requesting support. However, the reason for the request is unknown and the customer was no longer on the line when the rse took the case. There was no indication of patient involvement.